Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the instrument involved with this complaint and completed the device evaluation. Failure analysis did not replicate nor confirm the reported issue. Visual inspection of the instrument found no damage to the cables on the distal end or the back end. The instrument could not be tested for functionality on the in-house system due to the broken main tube. However, manual articulation of the inputs showed the instrument could still move intuitively with full range of motion in all directions. The grips opened and closed properly. There was no problem detected for the customer reported complaint. The instrument was found to have the main tube broken. A piece measuring approximately 0.136 x 0.196 was not returned with the instrument. The root cause of broken instrument main tube is associated with mishandling/misuse, most commonly caused by applying excess force to the instrument.

Event description:
It was reported that after a da vinci-assisted surgical procedure, the tip-up fenestrated grasper had its wire broken at the tip. There was no report of patient involvement.